Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said therapy was not working and they had a return of symptoms over the last 2-3 months. They were having to run to the bathroom, which came as a gradual onset. The patient said their patient programmer (pp) screen was blank and they would get new batteries and report back after replacing the batteries in the pp. It was noted that the patient didn't have a healthcare professional (hcp), but had an appointment with a new one at the end of the month. Additional information from the patient on (B)(6); they reported a loss of therapy for or 3 months. It was noted that the patient did not have access to their pp. They tried other programs, but stated it wouldn¿t connect; the pp just kept saying it was not connecting. Patient responded to a letter on (B)(6) 2018. The patient is very unhappy because they are looking for help with this device and no one is answering their call. The patient's device is not working even though they put in new batteries and changed the programs, but nothing; they don't know why their implantable neurostimulator (ins) is not working. An hcp listing was sent to the patient previously, but they can't go to those doctors as they are in other states. No further patient complications have been reported as a result of this event.